Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical records review found in 2018 patient presented with general dissatisfaction, anterolateral pain and grind, and intermittent swelling. X-ray notes bony impingement of the prominent uncovered lateral patella facet w/ lateral trochlear flange of femoral component, synovitis likely leading to crepitus. Patient was revised in 2021 for unknown reasons. Further medical records were not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). If implanted, give date: 2015. Concomitant medical products: unknown biomet femoral component catalog # unknown lot # unknown. Unknown biomet tibial component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Multiple MDR reports were filled for this event: 0001825034-2021-00543, 0001825034-2021-00544.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was experiencing dissatisfaction, discomfort, a grinding sensation, pain, swelling, synovitis leading to crepitus, and possible bony impingement in knee three years post operative. The patient was revised for unknown reason. Attempt for further information has been made, but no further information has been provided.